Manufacturer narrative:
Concomitant products: 5086mri52c lead, implanted (B)(6) 2008.

Event description:
It was reported that the patient was feeling poorly since their last device check. The right ventricular (rv) lead had high thresholds and the implantable pulse generator (ipg) battery was depleting faster than expected. The rv lead was reprogrammed. The lead and ipg remain in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.